Event description:
An employee reported respiratory symptoms, nasal congestion, sneezing and shortness of breath when working with product. Industrial hygienist was brought in to evaluate. Symptoms subsided when out of room.